Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the trial patient is having pain around the tailbone section on the left side of the body. Patient states that it feels like a needle sticking him and he mainly has it when going to walk, stand up and sitting down. The patient does not have the pain if he's sitting still. Patient lowered the stimulation and it took the sharp pain away but he still had soreness. The patient was on the left side with stim at 1.2 mamps. Troubleshooting included having the patient lower the stim to 0.6 ma so the pain was gone. Patient states that the sharp pain is gone and he is just a little sore there now. It was not known if the soreness went away. Additional information was received and it was reported that the cause of the stimulation being too high could be due to lead migration. No actions/interventions were taken to resolve the issue. The next appointment at the office was scheduled for (B)(6). It was noted that the trial patient's issues had been resolved.